Event description:
It was reported that the 2600 system would not boot up prior to a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The software was installed and tech processor was replaced during the service call. The system was tested and found to have a temp sensor error. The service call was cancelled by the customer. A follow up report will be filed when add'l details become available.